Manufacturer narrative:
The device evaluation revealed that the screws have come loose, causing the handle to break under the patient's weight. The defective adjustable handle has the tractability mark showing that it has been manufactured in oct 2010, making the item 10 years old at the time of the event (B)(6) 2020). Taking into account all the above it appears that this particular failure is the result of prolonged use of the adjustable lifting handle. The handle released unexpectedly once used by the patient, and from that perspective, the item did not work up to the manufacturer's specification. The complaint decided to be reportable due to the allegation of lifting handle break off while being in use with a patient.

Event description:
It was reported to arjo by the end-user that the patient was using the lifting pole equipped with an adjustable lifting handle and strap to lift herself when the handle released unexpectedly, and hit the patient's head. After a computed tomography scan, it was confirmed that the patient did not sustain any injury.